Manufacturer narrative:
Kci records indicate that v.a.c. Therapy was initiated in 2009 for a non-healing surgical abdominal wound. The following month, a home health nurse (rn) reported, the skin graft was placed one week prior, and dressing changes were performed per dressing change orders before graft placement three days later, respectively. On event date, the patient went to the doctor and the doctor stated that the graft did not take due to dressing change schedule. The home health nurse did acknowledge that the patient and patient's family stated that the dressing was not to be disturbed until the patient visited the doctor the following week. However, this information was not provided in the home health agency orders. V.a.c. Labeling states, "apply v.a.c. Dressing immediately after graft placement and begin therapy as soon as possible. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster [for the graft]." The v.a.c. Therapy clinical guidelines recommend continuous therapy for the duration of therapy and dressing change interval of 4-5 days. There was no report of a product malfunction associated with the reported event. This report is being filed as use error as the interruption in therapy that occurred during dressing changes may have contributed to loss of the patient's graft.

Event description:
It was reported that a patient receiving v.a.c. Therapy for an abdominal wound allegedly lost a skin graft. It was reported that alternative dressings were subsequently placed and the wound was healing as of 2009.